Event description:
It was reported to philips that the allura system was having issues with image quality. The issue occurred during clinical use and the patient was moved to another device. No harm was reported to philips. Philips has started an investigation into this complaint.